Event description:
Customer reported a button error on her insulin pump. Customer's blood glucose is 170 mg/dl. There were no significant events leading to the alarm. She stated the error occurred in june while customer was on vacation. She thought the device was too hot so she let it cool down. The device worked fine after that. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with button error alarm due to corroded keypad traces. The device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.